Event description:
A scrub technician reported there was a system message displayed prior to surgery. The procedure was cancelled but the patient had already received retrobulbar anesthesia. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).